Event description:
An adverse event involving a quickie lxi wheelchair was reported to sunrise med on (B)(6) 2014. The report was called in to sunrise by a police officer from (B)(6) police department to report the death of an end-user. It was reported that the end-user was being transported in a van when the wheelchair suddenly flipped backward causing the end-user to fall down and sustain unspecified injuries that ultimately led to his passing. The police officer suspects that the wheelchair was not properly secured in the van. Additional info is unavailable at this time.

Manufacturer narrative:
Sunrise med will continue to gather additional info from (B)(6) police department and the authorized dealer that sold the wheelchair. A follow-up report to the FDA will be filed. It appears that the wheelchair and/or parts involved in this incident are not being returned to sunrise medical. We will make every effort to complete an investigation through their obtaining pictures or video of the chair involved, or by performing an investigation on a chair of equivalent construction. If and when more info can be obtained from that investigation, a follow up report will be filed.